Event description:
It was reported that while the external pulse generator was connected to the patient and the epg was turned on, there was no pacing. The epg was replaced for another device and returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).